Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, the catheter froze on wire. The 80% stenosed target lesion was located in the foream vein. A 5.0 x 40, 40cm mustang balloon dilatation catheter was advanced over a non-bsc guidewire. However, upon advancing the balloon catheter, the guidewire "got stuck" in this device. The device was removed intact. No additional measures were taken. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).